Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tip of the basket detached prematurely. The procedure was completed, however the stone was not able to be removed. The physician chose to leave the tip of the basket inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.